Manufacturer narrative:
Device received with missing retainer ring and reservoir tube lip o-ring. Unable to perform displacement test and p-cap / reservoir will not lock properly due to missing retainer. Device received with damaged serial number label. Device received with cracked case on the back at the battery tube area and belt clip rail case corner.

Event description:
The customer reported via phone call that the back side of insulin pump was damaged. The customer¿s blood glucose level was unknown at the time of incident. The insulin pump will be returned for analysis.